Manufacturer narrative:
The complaint of a malposition catheter "looped up in the axial area" is inconclusive. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. The complaint incident could not be replicated in the laboratory setting. Spontaneous catheter tip malposition or retraction is listed in the products instructions for use (IFU) as a possible complication with polyurethane PICC catheters. A lot history review (lhr) is not possible, as no manufacturing lot number info has been provided by the complainant.

Event description:
Line was placed at another facility approximately 10 days prior to the pt coming into the complainant facility on (B)(6) 2011. The line would not flush so a cxr noted that the catheter had looped up in the axilla area.